Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. In a (B)(6) patient treated for lower right lobectomy (diagnostic and therapeutic), the large endoscopic bag is defective. The metal part has pierced the plastic bag. Clinical consequences observed: none because of discovery before use and change of bag. But risk of contact between the content of the bag and the tissues during the withdrawal. Original: chez un patient de 70 ans pris en charge pour une lobectomie inférieure droite (diagnostique et thérapeutique), la poche endoscopique large est défectueuse. La partie métallique a percé le sac plastique. Conséquences cliniques constatées : aucune car découverte avant utilisation et changement de sac. Mais risque de contact entre le contenu du sac et les tissus lors du retrait. Additional information received on january 8, 2018: by the "metal part" they mean the 2 parts which open the bag. According to the hospital, the bag was pierced immediately when they open it inside the patient body to remove the specimen. Type of intervention: ni. Patient status: ni.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The cinched tissue bag was connected to the introducer shaft via the cord loop. Upon inspection, engineering observed that the bead had been separated from the bag and an indent was observed on the cuff of the tissue bag. The pawl was also observed to be deformed at the tip. Engineering was unable to confirm the complaint's experience of a pierced tissue bag. Based on the condition of the returned unit, it is likely that the unit was retracted, the cord loop was removed from the retention slot, and unit was redeployed. The deformed pawl is evidence that the unit was redeployed, which could explain how it appeared that the tissue bag had been pierced. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received from rep by email on 22feb2018: the defect was noticed during deployment in the patient.